Manufacturer narrative:
Corrected data: h6: health effect - impact code: "4629" should be removed and "2199" should be added. H6- medical device problem code: "3189" should be added. B5: the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.0/1.0/106 (sphere/cylinder/axis) was implanted upside down into the patients right eye (od) on (B)(6) 2023. Reportedly "flipped lens during insertion, replaced. Haptics damaged during removal". The len was implanted, removed and replaced intraoperatively with the same model, length lens and the problem was resolved. Status of the eye: "successful surgery, lens flipped and replaced". The cause of the event is unknown and the device failed to perform as intended. Cause details: "flipped lens during insertion, replaced. Haptic damaged during removal." Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/1.0/106 (sphere/cylinder/axis) was implanted upside down into the patient's right eye (od). On (B)(6) 2023, the lens was intraoperatively removed and replaced for a same size lens. Cause of the event is unknown. Reportedly, "flipped and needed to replaced. Haptic damaged during removal." The problem was resolved. Status of the eye is, "successful sugery, lens flipped replaced."